Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the imagery revealed presence of calcification in the aortic root. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for commander delivery system balloon burst and difficulty/inability to withdraw the commander delivery system through the esheath+ were unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU and training manuals revealed no deficiencies. An in-depth root cause analysis on balloon bursts in a calcified landing zone has been documented in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In this case, the commander delivery system balloon ruptured prior to the balloon reaching full inflation. The delivery system and esheath+ were still unable to be removed due to resistance encountered. An additional 1 cc of volume was added to the balloon prior to the inflation. It was additionally reported that the "patient had moderate calcium in the landing zone". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 1 cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of the sheath tip which would have then led to the experienced retrieval difficulty. In this case, review of the available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device discarded.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23 mm sapien 3 ultra resilia valve, during valve deployment, the commander delivery system balloon ruptured prior to the balloon reaching full inflation. The valve was still able to be implanted successfully. The delivery system was withdrawn into the descending thoracic aorta. An attempt was then made to place the delivery system inside the 14fr esheath+, but the full portion of the balloon was unable to be placed inside the esheath+. An attempt was then made to withdraw the delivery system and esheath+ as a unit into the infra-renal and common iliac. The system was able to make it into the external iliac but resistance was encountered. A stiff angled glide wire was then passed through a contralateral 8fr non-edwards sheath. Once the wire was established, the contralateral sheath was upsized to a 14fr non-edwards sheath. The 14fr non-edwards sheath was advanced over the stiff angled glide wire and an attempt was made to collapse the ruptured balloon enough to pull the system into the esheath+. Subsequently, the delivery system and esheath+ were able to be withdrawn into the common femoral artery, but the delivery system and esheath+ were still unable to be removed due to resistance encountered. A cutdown was performed and the system was surgically removed. After the system was removed from the patient, it was noted that there was vessel damage as tissue was observed on the delivery system balloon. An endarterectomy of the common femoral artery was performed as a result.